Event description:
Reporter alleged obtaining discrepant blood glucose of 220 mg/dl back to back with a result of 43 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated, she was not experiencing any hyperglycemic symptoms during the time of testing. A request was made for the return of the suspect device and replacement product was sent.